Event description:
It was reported the patient was having an MRI to rule out catheter tip granuloma. The pump was used to deliver dilaudid. No interventions, symptoms or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received noted the results of the MRI showed no catheter tip granuloma.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).